Manufacturer narrative:
Continued e1 phone number :(B) (6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported "rupture device". This record is for the left side. Device was explanted and replaced with non abbvie product.

Event description:
Health professional reported "rupture device". This record is for the left side. Device was explanted and replaced with non abbvie product.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, e1, h3, h6.